Manufacturer narrative:
No bends or kinks were observed on the soft cannula. A tear was found on the exposed portion of the soft cannula, fluid was observed exiting the tear. The cause and timing of the damage could not be conclusively determined. No other damages or defects were found along the fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 600 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being bent/kinked, while wearing it on the arm. For treatment, the parent changed out the pod, manual injections and gave a correction bolus.